Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 102.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (205 service code) was isolated to a defective u104 component. The root cause for the defective u104 component could not be positively identified. There was no adverse event that resulted from the damaged monitor.